Event description:
Boston scientific crm received information that this clinic nurse contacted technical services to report that this device's monitoring voltage was 2.54 volts. In (B)(6) 2008 and (B)(6) 2007, the monitoring voltage was 2.60 and 2.94 volts respectively. Technical services performed an engineering calculation and the estimated longevity was less than one year. Technical services recommended an in-clinic follow-up in one month. At that time, the clinic nurse should perform a save-to-disk for return and analysis.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be

Manufacturer narrative:
Subsequently, boston scientific received information that this device was electively explanted and replaced in (B)(4) 2011. There were no adverse events reported.